Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the batteries. The fse then stated that the unit passed testing.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit batteries did not pass the test with software d.00 and must now be replaced. There was no patient harm reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.